Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years 4 months post implant of this 23mm aortic bioprosthetic valve, the patient is being considered for a valve-in-valve replacement procedure due to increased gradients. Subsequently 21 days later the patient successfully had a 23mm aortic valve-in-valve replacement with a non medtronic valve. No additional adverse patient effects were reported.